Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/22/2024, it was reported by a sales representative via (B)(4)that an ar-9236-03pp universe vaultlock glenoid trial (lot: s624tg000) had a central peg break off and was easily removed from the central hole. The case was completed by opening an additional trial (lot: s804tg000), and that central peg started to break but not completely. There was a visible crack around the central peg, and it was loose. There were no adverse effects on the patient or pieces of the trial left in the patient. This was discovered during an eclipse procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 4/25/2024: the ar-9236-03pp universe vaultlock glenoid trial (lot: s624tg000) central peg on the trial broke off during insertion of the trial into the prepared glenoid. When the second trial (ar-9236-03pp universe vaultlock glenoid trial lot: s804tg000) was removed from the prepared glenoid the surgeon noticed the central peg on the trial was loose and there was a crack. This likely occurred during the insertion or removal of the trial from the prepared glenoid. The case was not delayed due to this incident.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is 2022.